Event description:
It was reported that the user experienced severe hypoglycemia after multiple unintended meal announcements were entered on the ilet during a period of low glucose, including partial and full deliveries following a cartridge change and unprompted fill cannula, with ems later manipulating the user interface while the user remained connected. The event was categorized as meal announcements with accidental entries, medical attention required for urgent low glucose, and use of glucagon, and the device component involved was the user interface. Symptoms included hypoglycemia with a nadir of 23 mg/dl accompanied by confusion/disorientation and sleepiness/drowsiness. Outcomes included unexpected medical intervention with medication, including glucagon administration, and emergency care. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.